Event description:
During an occlusion procedure, the dcs orbit spontaneously stretched in the delivery system upon retrieval from the aneurysm. It was noticed when the coils was half in the prowler microcather . Both microcather and delivery system with coil were successfully retrieved from the pt.